Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient stopped charging their rechargeable ipg because they did not have adequate therapy. As such, the ipg became unable to communicate with external devices. Surgical intervention may be taken at a later date to address the issues.

Manufacturer narrative:
Date of event is estimated.